Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A supplemental report will be submitted when additional information has been made available.

Event description:
It was reported that during service test by the customer, the battery on the cs300 intra-aortic balloon pump (iabp) was only giving a 5 minute battery backup. The battery maintenance test was performed and the batteries were fully charged, but the battery backup was again only 5 minutes. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The authorized getinge distributor has advised that the problem with the iabp has been resolved. Additional information has been requested to identify how the issue was resolved, and a supplemental report will be submitted, if necessary.

Event description:
It was reported that during service test by the customer, the battery on the cs300 intra-aortic balloon pump (iabp) was only giving a 5 minute battery backup. The battery maintenance test was performed and the batteries were fully charged, but the battery backup was again only 5 minutes. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that during service test by the customer, the battery on the cs300 intra-aortic balloon pump (iabp) was only giving a 5 minute battery backup. The battery maintenance test was performed and the batteries were fully charged, but the battery backup was again only 5 minutes. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The authorized getinge distributor has advised that the reported battery issue was duplicated and the batteries were replaced to resolve the issue. All functional and safety tests were performed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.